Event description:
Upon investigation (B) (6) 2009, manufacturer's domestic evaluation unit found melted plastic around the electrical contacts of this inform meter returned by customer. Replacement was sent, device returned. No adverse event reported.